Event description:
(B)(4). It was reported that the 9800 system had missing pt images following a case. No pt injury was reported. There was a service call placed on (B)(6)2010. This complaint was evaluated for exportability on 05/19/2010. This event is not reportable per reporting exemption (B)(4).

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive and the software upgrade were installed during the service call. The system was tested and found to be working as intended, and put back into service.